Event description:
Patient was waiting for cat scan and expired. Attempt to defibrillate using the unit. It falled to reach the set charge level. Unsuccessful defibrillation. Unit evaluation showed weak batteriesdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: failure to cycle. Conclusion: device failed just prior to use, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.